Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a cracked end cap. Unable to perform the functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the compromised force sensor system alarm or detection of the reservoir during priming due to a cracked end cap. The pump was received with minor scratches on the lcd window, a cracked lcd window, cracked battery tube threads and a cracked reservoir tube lip.